Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a hand assisted colectomy on (B)(6) 2018 and suture was used. During use the needle tip broke off. The surgeon noted that he grabbed the needle by the tip and this happened the tip popped off. Case completed with another device of the same product code. There were no patient consequences reported.